Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: there were no call service alarms observed in black box or alarm history. There were replace battery alarms observed in the black box on the date of the reported alarms. The voltage at time of replace battery alarms was low. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarm received. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.